Event description:
It was reported that the patient experienced a shocking sensation on his left side down into his left testicle and numbness after passing through a theft detector at (B)(4) and (B)(4). The patient also was not having adequate therapy, and noted that when he does not have bowel movements, he does not have good therapy. The patient changed the program on the left implantable neurostimulator (ins) to program 3 and increased to 0.5v. The patient found the right side ins system to be off, but turned it back on. The patient also noted that it was difficult to hold the antenna on his back. Additional information was requested but was not available at the time of this report.

Event description:
Follow up information received from the healthcare professional reported that they were working on the issue with the patient. They were most recently seen on (B)(6) 2012. There was no cause found and an impedance check was reported as fine. The patient now walked directly in the center of security gates or turned the devices off prior to going into stores. The patient had no further problems since and was reported as doing fine. No further interventions were planned

Event description:
Additional information received reported that the patient was still having concerns about his device or therapy but was working with his doctor. The patient indicated he had made an appointment with his doctor for (B)(6) 2012. Additional information received reported the patient felt a shocking or jolting sensation following some type of environmental exposure. The patient reported being shocked while at macy's. The shocking occurred on the left side of his body and traveled to the left testicle. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model: 3889-28, lot#: v689338, implanted: (B)(6) 2011, explanted: na; programmer model: 3037, serial#: (B)(4), right side system: ins model: 3058, serial#: (B)(4), implanted: (B)(6) 2011, explanted: na; lead model: 3889-28, lot#: v704351, implanted: (B)(6) 2011, explanted: na programmer model: 3037, serial#: (B)(4).